Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event burn marks on the tip cover caused by a component failure. Additionally, foreign matter present inside the auxiliary water supply tube also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had burn marks on the tip cover and foreign matter present inside the auxiliary water supply tube. There was no patient involvement.